Manufacturer narrative:
Investigation results: this device is not available to perform an investigation. The info for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The customer reported that during a labral repair, the tip of the suture hook broke in the pt's joint and could not be retrieved. Upon follow-up post operative visit, the pt presented with increased shoulder discomfort, and is scheduled for surgery for removal of the foreign body.